Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complications suffered by plaintiff were not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow up information was received on 05-jul-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('device fracture'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and multiple sclerosis ('multiple sclerosis') in an adult female patient who had essure (batch no. B35601-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes"), infection ("infections"), cyst ("cysts"), abdominal distension ("bloating"), headache ("headaches"), depression ("depression"), alopecia ("hair loss"), loss of libido ("other injury(ies) or complications please describe: loss libido"), fatigue ("fatigue"), multiple sclerosis (seriousness criterion medically significant) and post-traumatic stress disorder ("ptsd"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (surgery to remove the essure and to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, ectopic pregnancy with contraceptive device, genital haemorrhage, rash, infection, cyst, abdominal distension, headache, depression, alopecia, loss of libido, fatigue, weight increased, multiple sclerosis and post-traumatic stress disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, alopecia, cyst, depression, device breakage, device dislocation, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, infection, loss of libido, multiple sclerosis, post-traumatic stress disorder, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events were added: multiple sclerosis, ptsd and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('device fracture'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and multiple sclerosis ('multiple sclerosis') in an adult female patient who had essure (batch no. B35601-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes"), infection ("infections"), cyst ("cysts"), abdominal distension ("bloating"), headache ("headaches"), depression ("depression"), alopecia ("hair loss"), loss of libido ("other injury(ies) or complications please describe: loss libido"), fatigue ("fatigue"), multiple sclerosis (seriousness criterion medically significant) and post-traumatic stress disorder ("ptsd"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (surgery to remove the essure and to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, ectopic pregnancy with contraceptive device, genital haemorrhage, rash, infection, cyst, abdominal distension, headache, depression, alopecia, loss of libido, fatigue, weight increased, multiple sclerosis and post-traumatic stress disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, alopecia, cyst, depression, device breakage, device dislocation, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, infection, loss of libido, multiple sclerosis, post-traumatic stress disorder, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: update of quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("device fracture"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), infection ("infections"), cyst ("cysts"), abdominal distension ("bloating"), headache ("headaches"), depression ("depression") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, ectopic pregnancy with contraceptive device, genital haemorrhage, rash, infection, cyst, abdominal distension, headache, depression and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, cyst, depression, device breakage, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, infection and rash to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-nov-2017: event medical device removal and complication was deleted and event migration, device fracture, ectopic pregnancy, abnormal bleeding, skin rashes, infections, cysts, bloating, headaches, depression, hair loss, pain was added with essure start and stop date. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("device fracture"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B35601-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), infection ("infections"), cyst ("cysts"), abdominal distension ("bloating"), headache ("headaches"), depression ("depression"), alopecia ("hair loss"), loss of libido ("other injury(ies) or complications please describe: loss libido"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure) .essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, ectopic pregnancy with contraceptive device, genital haemorrhage, rash, infection, cyst, abdominal distension, headache, depression, alopecia, loss of libido, fatigue and weight increased outcome was unknown. The reporter considered abdominal distension, alopecia, cyst, depression, device breakage, device dislocation, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, infection, loss of libido, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("device fracture"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B35601) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), infection ("infections"), cyst ("cysts"), abdominal distension ("bloating"), headache ("headaches"), depression ("depression"), alopecia ("hair loss"), loss of libido ("other injury(ies) or complications please describe: loss libido"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, ectopic pregnancy with contraceptive device, genital haemorrhage, rash, infection, cyst, abdominal distension, headache, depression, alopecia, loss of libido, fatigue and weight increased outcome was unknown. The reporter considered abdominal distension, alopecia, cyst, depression, device breakage, device dislocation, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, infection, loss of libido, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs+mr received: new events: fatigue, weight increased, loss of libido, reporter, product lot number added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.